Manufacturer narrative:
A visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, vascular thrombosis and neurological deficits including stroke and death. Warnings ¿ never advance or withdraw a device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. ¿ when injecting contrast for angiography, ensure the catheter is not kinked or occluded. ¿ do not exceed 300 psi maximum recommended infusion pressure. Excess pressure may result in catheter damage or patient injury. ¿ steam shaping may result in improper device delivery and deployment, depending on the degree of shaping and catheter deflection during device delivery. ¿ using the via microcatheter with guide catheters smaller than what is recommended (see compatability table above) may result in damaging the hydrophilic coating. Precautions ¿ the via microcatheter has a lubricious hydrophilic coating on the outside of the catheter. It must be kept hydrated in order to be lubricious. This can be accomplished by attaching a y-connector to a continuous saline drip. ¿ the operator should be aware that microcatheters, in distal blood vessels, may increase the risk of thromboemboli. Procedure catheterization of the lesion 5. Prepare an appropriately sized guidewire and insert into the microcatheter per the manufacturer¿s instructions. 6. Introduce the guidewire and microcatheter as a unit into the guiding catheter until the distal tip of the guide catheter has been reached. Alternatively advance the guidewire and microcatheter until the desired site has been reached. Verify catheter position using fluoroscopy. 7. After the microcatheter has been positioned inside the lesion, remove the guidewire. 8. Flush the ID of the microcatheter with sterile flush solution by attaching a syringe to the catheter hub 9. Attach a second rhv to the hub of the microcatheter. Attach a one-way stopcock to the sidearm of the second rhv and connect the flush solution line to the stopcock. 10. Open the stopcock to allow flush through the microcatheter with sterile flush solution. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event.

Event description:
It was reported that during an anterior communicating artery (aca) aneurysm embolization procedure, the microcatheter was used to deliver a web embolization device. Reportedly, during placement of the microcatheter, the tip of the microcatheter reportedly unexpectedly advanced and punctured the aneurysm. It was reported that the web was then attempted to be deployed inside the aneurysm where delayed detachment, migration and impaired blood flow in the a2 occurred. A competitor's stent was deployed and improved blood flow to the a2. The web was eventually detached and the procedure was successfully completed. (Ref. MFR report#: 2032493-2026-00330). Dual antiplatelet therapy (dapt) was discontinued after the procedure. Digital subtraction angiography (dsa) was performed on a later day and hemostasis at the puncture site was observed. However, during dsa, it was found that the contrast media was flowing distally slowly, indicating that there was tendency of increased intracranial pressure. It was reported that details of the patient¿s condition are unknown.